Manufacturer narrative:
No corrective action necessary, no failure on device found. Customer will be informed about pinning technique (as shown in instruction manual) and the right operating with the skull clamp concerning tightening.

Event description:
On (B)(6): I was just informed that there was a slippage.